Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. The technician traced the failure back to the distribution board. Through follow-up communication, livanova (B)(4) learned that no visible damages were visible on the distributor board. By replacing the part the technician was able to remove the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed error codes during priming. There was no patient involvement.